Manufacturer narrative:
(B)(4). The sample has been received however the investigation is still in progress. Once the investigation has been completed a follow-up MDR will be submitted.

Event description:
The event is reported as the customer alleges the balloon was leaking during testing. There was no patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) review was unable to be performed as the lot# provided was invalid. The sample was received used and not in the original teleflex lma packaging. Based on the outer profile of the distal end of the cuff shape, the device was manufactured in 2013 or before. A hollow channel was found in the spigot inner wall from cuff spigot end to cuff spigot body (joint part). A leak test was performed as the cuff was fully deflated using the syringe. Then the deflated device was immersed into a beaker of water. The cuff was then inflated with 30 ml of air. The cuff was left inflated in the water and alter the device was inspected. The presence of bubbles was checked by rotating the product. Bubbles occurred at the inflation line to cuff spigot. The leakage on the sample was observed due to a small hollow channel at the cuff spigot inner wall. The drain line was not covered with glue. The cyc at the cuff spigot to inflation line joint was insufficient and did not bond the inner wall of the spigot with the inflation line (outer wall). A containment action was conducted to avoid this issue from happening again. The operators were re-trained on the relevant operation procedure.

Event description:
The event is reported as: the customer alleges the balloon was leaking during testing. There was no patient involvement reported.